Event description:
It was reported to boston scientific corporation that a ureteral dilator was inspected upon unpacking at the user facility. According to the complainant, it was noted that there was a perforation/hole in the packaging so the contents were no longer sterile. There was no apparent damage to the carton. The package had been recently received and was not in their inventory for any extended duration. They received 5-6 of the same device in the same large box, however this was the only device package which was damaged. It is unknown whether or not the outer packaging had been compromised. The damage was discovered during initial unpacking and no patient or procedure was involved.

Event description:
It was reported to boston scientific corporation that a ureteral dilator was inspected upon unpacking at the user facility. According to the complainant, it was noted that there was a perforation/hole in the packaging so the contents were no longer sterile. There was no apparent damage to the carton. The package had been recently received and was not in their inventory for any extended duration. They received 5-6 of the same device in the same large box, however this was the only device package which was damaged. It is unknown whether or not the outer packaging had been compromised. The damage was discovered during initial unpacking and no patient or procedure was involved.

Manufacturer narrative:
Visual analysis of the returned product revealed a hole torn on the mylar side of the pouch. The hole was approximately 5mm in diameter. The hole was located approximately 35cm from the bottom and 8.5cm from the right side of the pouch. The hole appeared to have been caused by an object poking through the mylar. The hole breached the sterile barrier. The 6fr dilator was slightly bent. The root cause is handling damage.